Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the monoblock as identified. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the monoblock on the 7700 system needs to be replaced. There was no report of patient injury.